Event description:
Customer reportedly received the following results on the active system within 10 minutes: 58 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The reporter stated the surgeon attempted to use an aq2015a silicone aspheric three piece lens. The surgeon noticed the haptic was bent as lens was being advanced in the injector. There was pt contact, but the lens was not inserted into the eye. There was no pt injury. Another same model and size lens was implanted. Reporter stated the cause of this incident was due to tech loading error.